Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot device history reviewed 01 september 2020 0 non-conformances on this lot number final micro and sterility tests passed (B)(4) units released.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary lcs to treat pain secondary to end-stage degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. The surgeon notes there was severe patellar and tibial degeneration. The pcl, acl, and it band required release to treat the patient¿s natural tibial valgus. The procedure was completed without complications. Patient received a right tka revision to treat pain and swelling secondary to femoral component loosening. Upon entering the joint, the surgeon identified and evacuated blood-tinged fluid and synovial tissue consistent with foreign body reaction. The femoral component was loosened at an unknown interface. There was noted foreign body reactive fluid at the distal femoral flange. The patella and tibial tray were well-fixed and retained. There was minimal wear noted on the revised tibial insert. The patient was revised with depuy components utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2013. Doi: (B)(6) 2019; right knee.